Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a sudden discomfort at the pocket site which the patient described as heating which randomly occurs regardless of stimulation. Surgical intervention may be taken to address the issue.